Event description:
Pt had the lifesite system explanted due to infection. The nurse reported 25cc of purulent drainage was expressed from the pocket. The valves were not returned and a catheter was placed to perform dialysis.